Event description:
Boston scientific received information that the health care professional (hcp) reported that this right ventricular (rv) lead exhibited an unspecified lead failure. The patient with this lead had good a-v conduction and the device was reprogrammed to aair. Additional information from the local area sales representative indicated that no record of the lead failure was known. A future patient follow up was scheduled.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received the right ventricular (rv) lead was surgically abandoned during a normal device change out procedure due to an on-going lead issue. The physician believed that the rv lead exhibited noise and threshold issues. The field representative noted that he did not see any evidence of noise.